Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. Transesophageal echocardiographic (tee) imaging was poor. After deployment of xtw triclip, the clip detached from the septal leaflet and remained only attached to the posterior leaflet (single leaflet device attachment (slda)). No intervention was performed. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to challenging patient anatomy (thin leaflets). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199 no health consequences or impact. Medical device problem code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. Transesophageal echocardiographic (tee) imaging was poor. After deployment of xtw triclip, the clip detached from the septal leaflet and remained only attached to the posterior leaflet (single leaflet device attachment (slda)). No intervention was performed. There were no patient consequences or clinically significant delay.